Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the taper impactor tip busted upon impacting glenosphere. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the plastic tip of the impactor had fractured in half. The complaint is confirmed. Both halves of the tip show impact marks. There are also visible impact marks on the strike plate along with wear marks on the handle and shaft. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.